Event description:
Further information was received from the physician. The physician assessed the cause of the increase in seizures to be low battery and it was noted that the increase was above pre-vns baseline levels. Diagnostic information was not provided. Patient was referred for device replacement. No known surgical intervention has occurred to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator was discarded after surgery. The explanted generator has not been received by product analysis to date.

Event description:
Patient reported to be having breakthrough seizures. No other relevant information has been received to date.